Event description:
Customer reported the system displayed a communications error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer. The ge rep also determined the display adapter board needed to be replaced. This part is on order. It is anticipated that the system will be restored to operating as intended upon installation of this part.